Event description:
It was reported that patient's right atrial lead was explanted and replaced due to dislodgement. Dislodgement occured prior to patient's device explant due to normal elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 8042b implantable pulse generator (ipg) (B)(6) 2007; competitor implantable pacing lead (B)(6) 2005; 419488 implantable pacing lead (B)(6) 2007. (B)(4).